Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Implant date - estimated. The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. Mitral stenosis is listed in the IFU as a known possible complication associated with mitraclip procedures. Based on the available information, a cause for the reported mitral stenosis (no treatment) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Attached literature title: 30-day patient reported outcomes can be predicted by change in left atrial pressure and not change in transmitral gradient following mitraclip.

Event description:
This is filed to report mitral stenosis. It was reported through a research article identifying mitraclip that may be related to mitral stenosis. Details are listed in the attached article, titled ¿30-day patient reported outcomes can be predicted by change in left atrial pressure and not change in transmitral gradient following mitraclip.¿